Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that insulin pump experienced display anomaly. It was reported that display screen was blackened out and had a black bar showing 8's across the screen. It was reported that insulin pump was exposed to direct sunlight. Customer's blood glucose was 427 mg/dl, and caller states that customer was going to the hospital. After troubleshooting, customer was advised that insulin pump would need to be replaced.